Manufacturer narrative:
Product event summary: the full lead was returned, analyzed. The helix of the lead was extrinsically bent, and the distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead the tip was extended without issue prior to implanting. Once inside the right ventricle the tip would not extend to secure the lead. The rv lead was removed and exchanged for a different lead. No patient complications have been reported as a result of this event.